Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient experienced pain. A dye study was performed, and they could not aspirate. The patient¿s status at the time of the report was alive with no injury. The pump contained morphine. The cause of the inability to aspirate was requested. The patient¿s outcome was also requested.

Event description:
It was later reported that, at the time of this report, the patient was believed to be receiving effective therapy.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, partial explant: (B)(6) 2014, product type: catheter. (B)(4). Updated to serious injury as surgical intervention occurred and catheter segment remains in the patient.

Event description:
It was further reported that the patient experienced less than 50% therapy relief. During the catheter revision, the physician met resistance and was unable to explant the spinal portion. Therefore there was only a partial explant of this catheter. Diagnostic testing also included a magnetic resonance imaging (MRI) scan. This issue was reported as resolved and the cause of the issue was unknown. At the time of the report the patient's status was reported as alive-no injury. The current patient status remained unknown. Should additional information be received, a supplemental report will be filed.